Event description:
It was reported that when they were trying to program the patient device, they had difficulty interrogating the device possibly due to the device position. It was further reported that the device later interrogated. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.